Manufacturer narrative:
Unable to verify software due to critical pump error (open book). Insulin pump received with critical pump error and constant beeping due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of on (B)(6) 2019 with blood glucose of 1145 mg/dl. Customer's other blood glucose value was 138 mg/dl. The customer was treated with manual injection. Customer also reported that the insulin pump had critical pump error and beep anomaly. The device will be returned for analysis.